Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04481. It was reported the physician noted the cervical lead had migrated; reprogramming was to be attempted. Follow-up identified surgical intervention was needed to address the issue. Both leads are being reported as it was undetermined which lead was the cervical lead.